Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's analysis conclusion: the root cause of the reported event could not be conclusively determined through this analysis. Low voltage hazard alarms while connected to the mpu was confirmed via the log file downloaded from the returned controller. The downloaded log file contained approximately 5 days of data ((B)(6) per the timestamp). The log file captured low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 0:06:28 to 0:06:31 and from 0:14:08 to 0:14:10. The backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The driveline was disconnected on (B)(6) 2019 at 11:43:41 and both power cables were disconnected approximately 30 seconds later to exchange the controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) cover all alarms (visual and audible), including the low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU explains the various ways to power the heartmate iii lvas, including how to properly set up the mpu for use. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient remains ongoing on lvad support. No further information was provided. The manufacturer is closing the file to this event.

Event description:
It was reported that the patient was seen in a clinic for a routine follow up visit and it was noted that there is a breakdown in both white and black power leads bend relief area. No further information was provided.